Manufacturer narrative:
(B)(4). Attempts to obtain further information and the device have been made with no response or return to date. If the device or further details are received at a later date a supplemental medwatch will be sent. Please clarify what you mean by "suture broke from swage"?-- did the suture thread break into 2 pieces close to the needle swage location ? Or did the whole suture thread separate/detach/pull off from the whole needle at the swage location?

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke from swage intraoperatively. A new suture packet was opened and used. No reported patient consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbj609 batch number, and no non-conformances were identified. Additional device evaluated by MFR investigation summary: two empty opened boxes and fourteen unopened samples of product code w621, lot pbj609 were received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The whole suture thread separate/detach/pull off from the whole needle at the swage location intraoperatively. Another like suture was used to complete the procedure successfully. There were no patient consequences reported. Additional information was requested, and the following was obtained: did the suture thread break into 2 pieces close to the needle swage location ? Or did the whole suture thread separate/detach/pull off from the whole needle at the swage location ? The whole suture thread separate/detach/pull off from the whole needle at the swage location. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.